Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 9mm x 60mm x 135cm armada 35 balloon dilatation catheter (bdc) ruptured during use in the patient anatomy and it could not initially be removed; however, it was removed with resistance. The patient is doing well. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the procedure was to treat a lesion in the common femoral artery with no tortuosity and moderate calcification. There was no resistance felt during removal of the protective sheath and the armada catheter was prepped per the instructions for use, including soaking in saline. The balloon ruptured during the first inflation; however, the rupture pressure is unknown. The procedure was successfully completed with implantation of an unknown stent. No additional information was provided.